Event description:
The balloon ruptured during the procedure.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the mid right coronary artery (rca) that was moderately calcified but not tortuous. The femoral approach was chosen for the procedure. A heartrail2 6 french ikari curve 1.0sh guiding catheter was delivered to the target lesion and a guide wire was inserted into the guiding catheter and crossed the target lesion. Pre-dilation was then conducted with an ottimo rosso 2.75x20mm balloon and then ivus was conducted to confirm the vessel diameter again. Then a 3.0x33 cypher was being delivered to the target lesion and while inflating the cypher at 12 atmospheres, the pressure did not increase and a balloon rupture was observed. The physician decided to implant 2 bare metal stents instead because the vessel was flexed and calcified. Two 3.0x24mm driver stent was deployed instead. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is available for testing and evaluation, but the engineering report has not been completed as of this writing. Additional info received will be submitted within 30 days upon receipt.